Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited a high pacing impedance in bipolar mode but the impedance was normal in unipolar mode. Testing revealed lead degradation at the clavicle. The lead was programmed unipolar. The patient was referred to an electrophysiologist. The patient was stable. No further information is available at this time.